Manufacturer narrative:
An evaluation was performed on the returned product for evaluation of the reported complaint mode, ¿broken anchor¿. The insertion devices with their respective anchors were returned. One device had the anchor still affixed to the inserter. For the other, the anchor was in a separate bag. Both insertion devices and both anchors were deformed. It can be inferred from the state of the devices and the titanium material, that these two devices experienced a high torque during insertion. No patient bone quality was provided. Due to the observations no root cause related to the manufacturing process can be established. No further investigation is warranted at this time. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for these lot numbers on file. (B)(4).

Event description:
It was reported that during an arthroscopic rotator cuff repair on left shoulder using a fastener, fixation, nondegradable, soft tissue, the anchors broke. Anchors were implanted and explanted. The first anchor broke, the screw came off the handle was retrieved from the patient's shoulder by the surgeon using x-ray. The second anchor was intact but the inserter handle remained attached. All broken pieces of the anchor were removed. A backup device was on hand to complete the procedure. There was no indication in the patient report that a new hole needed to be tapped. (B)(4).